Event description:
It was reported that oversensing lead to loss of pacing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead and the right atrial (ra) lead were dislodged. The rv lead adn ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-24525.